Manufacturer narrative:
Updated blocks: h3 & h6. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The monitor booted up to a 'boot disk failure' message displayed. The coin cell battery was replaced with a known good battery and the monitor booted up as expected. It was determined that the coin cell battery did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9.

Event description:
It was reported that the central control monitor (ccm) could not complete the boot up sequence. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.